Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the tactra penile prosthesis removed as the patient wanted an inflatable device. A new inflatable penile prosthesis reservoir, pump, and just a left cylinder was implanted as the right side had a urethral perforation. No further patient complications were reported.